Event description:
Nursing noted IV of normal saline running at 30 ml/hr. The ordered dose was 150 ml/hr. Nursing felt rate was set improperly. No injury to pt. Upon further query the following info was provided: the customer contact indicated the event was the result of an operator error in programming the device. No further programming parameters were provided. Therapy was resumed using the same device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.